Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) and right atrial (ra) leads exhibited spikes in impedance. Technical services (ts) discussed a possible spring contact issue. Ts reviewed the electrogram (egm) with the caller and found this crt-d was oversensing noisy signals on the ra and rv channels. Also, it was noted there was no pacing inhibition greater than two seconds. Ts recommended configuring non-sustained ventricular tachycardia (nsvt) and non-physiologic signal alerts in nxt to detect noise if it became more prominent. This crt-d remains in service. No adverse patient effects were reported.